Event description:
It was reported that pump battery depleted much faster than expected. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump as backup therapy, and technical support arranged pump replacement.